Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report # 1627487-2013-00732. The patient (B)(6) is implanted with two percutaneous leads from different lots for neck and left shoulder pain (off-label). It was reported the patient initiated use of the therapy system following a three month hiatus, but only feels stimulation in the right arm. A diagnostic test revealed impedance issues for several lead contacts. The patient denies experiencing any trauma which may have attributed to this event. X-rays were taken for further interrogation, but the results were inconclusive. A clinical appointment for the patient is pending.